Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was in 200-250 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.